Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 217792534 was returned an analyzed. Visual inspection showed that the pebax tube was kinked at the metal shaft distal end interface. In conclusion, the reported shaft kink was confirmed through testing. The mapping catheter failed the returned product inspection due to a kink in the pebax tubing attachment to the metal shaft segment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the junction between the mapping catheter shaft and tip bent. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.